Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from the (B)(6) year old male patient receiving intrathecal hydromorphone (6.0mg/ml at 4.696mg/day), bupivacaine (23.0mg/ml at 6.751mg/day), and morphine (16mg/ml at 4.69mg/day) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. The patient reported that approximately three years ago (stated maybe (B)(6) 2012) the "catheter clogged" and a new one was put in (revision approximately (B)(6) 2012). The patient was in quite a "big deal of pain/suffering quite a bit" (lower back pain) with a sudden onset due to the catheter issue. The health care provider (hcp) with the manufacturing representative present performed a catheter dye study and found out the issue. A catheter revision was done, and the patient thought the pump was also replaced with the catheter. No further information was given regarding this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the (B)(6) male patient receiving intrathecal hydromorphone (6.0mg/ml at 4.696mg/day), bupivacaine (23.0mg/ml at 6.751mg/day), and morphine (16mg/ml at 4.69mg/day) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. The patient reported that approximately three years ago (stated maybe (B)(6) 2012) the "catheter clogged" and a new one was put in (revision approximately (B)(6) 2012). The patient was in quite a "big deal of pain/suffering quite a bit" (lower back pain) with a sudden onset due to the catheter issue. The health care provider (hcp) with the manufacturing representative present performed a catheter dye study and found out the issue. A catheter revision was done, and the patient thought the pump was also replaced with the catheter, but that was not confirmed per device implant query. After the catheter replacement, the dose was lowered to 0.75mg. The patient noted that it took a long time to get the pain under control. The patient thought that the dose should be increased, but the hcp thought that the dose was already high enough. No further information was given regarding this event.

Event description:
Additional information from the health care professional indicated that they did not know that the catheter was clogged. They were planning to do a dye study to determine this but the pump was at the end of its life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.